Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The strips are no longer available for return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant. Thromboplastin. Therefore, the comparability to other human recombinant. Thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number unknown compared to an unknown laboratory method. On (B)(6) 2020 at 9:19 am, the result from the meter was 2.6 inr. The result from the laboratory at the same time was 1.9 inr. On (B)(6) 2020, the result from the laboratory a few minutes before the meter test was 2.0 inr. On (B)(6) 2020 at 10:36 am, the result from the meter was 2.5 inr. His coumadin was adjusted from 1 mg every tuesday and saturday and 2 mg the rest of the week to 2 mg daily but it is unknown whether this adjustment based off the meter result or the lab result. The customer's therapeutic range is unknown.